Manufacturer narrative:
The empty opened secondary packaging from lot a0408000 was received and no evaluation could be performed. An investigation including root cause analysis was performed and the device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturer internal reference number is: (B)(4).

Event description:
This complaint involves a report from an optician that a consumer experienced a strong chemical smell upon the opening of some of the blisters of contact lenses and experienced several infections. Additional information received from the optician on (B)(6) 2015 stated that there were several boxes of blisters that had the chemical smell. The patient put one of those lenses in her eye and experienced conjunctivitis, for which she sought attention from an ophthalmologist. The ophthalmologist prescribed treatment, and another power of the lens. The reporter did not know the specifics of the treatments. However, the conjunctivitis was currently resolved at the time of the report. A questionnaire was received on (B)(6) 2015 filled out by the treating eye care professional. The patient experienced irritation, red eyes, and pain upon insertion of the contact lens. The patient visited the doctor and it is noted there was no corneal ulcer, no anterior chamber reaction and no scarring. An unspecified medical treatment was prescribed to the patient and the patient temporarily stopped wearing contact lenses. The optician noted that the patient has resolved and intends to or has resumed contact lens wear, however according to the patient there is a decrease in her visual acuity. There are no notes regarding the patient¿s actual visual acuity on the questionnaire. The optician added the following comment on the questionnaire ¿the client complained of a severe odor of chemical product upon opening, she still wore the lenses despite of the odor upon the placement, she used all the boxes (2 x 30 lenses), she bought again lenses and it was the same problem but patient wore the lenses despite it all. She came back to her ophthalmologist who diagnosed her conjunctivitis and would have told to her that because of these lenses, she lost visual acuity and would have confirmed the odor of the chemical product¿. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product from lot a0408000 was received and the evaluation is in progress. An investigation including root cause analysis was performed and the device history record and sterilization record for this lot have been reviewed and found to be in compliance. The investigation will be updated as needed upon device evaluation completion. (B)(4).